Event description:
Reporting status: serious injury/required intervention. Reporting rationale: dissection/occlusion requiring intervention. Device issue: no device malfunction has been reported. It was reported via a trial that in 2009, during direct stenting of the mid lad, an edge dissection along with a side branch occlusion was noted after implantation of the xience v stent within the lesion. The dissection was successfully treated with implantation of an add'l stent. The side branch occlusion was successfully treated with balloon angioplasty. The pt was discharged the following day. There is no add'l info available.